Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the 3.75 x 12 mm voyager nc balloon ruptured at 18 atm during the first inflation. The balloon was changed to another company's balloon catheter and a stent was implanted at the target lesion and the procedure was competed. Reportedly, there were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Balloon rupture can be affected by numerous factors including but not limited to, balloon damage during mfg, materials, interactions with other devices, pt anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. In this case, it is possible that the balloon material was damaged during interaction with other devices, lesion calcification and/or previously implanted stents, such that the balloon ruptured during the third inflation, as no damge was noted during preparation for use. In this case, although there are no indication of a product quality deficiency, a conclusive cause for the reported balloon rupture could not be determined.